Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 133.6090. Technical support- 1. Replace the main speaker. 2. Return the unit to the factory. Steve replaced main speaker, but the error still exist. Steve will send unit in for flat fee repair. A review of the device history record showed the device had a manufacture date of 16oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. The customer reported problem was confirmed. H3 other text : no product returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine error 133.6090. The customer reported problem was confirmed. Tech support recommended to replace main speaker and return unit for repair if error still persists. Device history review: a review of the device history record showed the device had a manufacture date of 16oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. H3 other text : over the phone troubleshooting

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. There was no patient involvement.